Event description:
Event description boston scientific crm received information that this atrial lead displayed impedance measurements greater than 3000 ohms and a lead fracture was suspected. During the revision procedure, the lead was explanted and successfully replaced. Additionally, the pacemaker is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. Though the device exhibited no adverse behavior indicative of this failure mechanism, the decision was made to prophylactically explant and replace the device. The device was returned for analysis.